Event description:
It was reported that (2) tct75 were used during an lung wedge resection procedure. It was reported by the rep that the surgeon performed a lung wedge resection using the tct75. The surgeon closed the first tct75 on the tissue and attempted to fire it. The firing knob would not advance. The surgeon opened another tct75 and again the firing knob would not advance. The surgeon opened a third tct75 and successfully fired the instrument and completed the case without consequence to the pt.